Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition indicating an internal battery failure was observed in the device's downloaded event log. The internal battery needs to be replaced to address the issue. Additionally, not related to the reportable issue, several components need to be replaced due to missing/physical damage. The device also failed a test step indicating a failure of the cooling and battery fan. The battery fan needs replaced. These issues would not affect the device's ability to deliver therapy as designed. The device was disqualified from recertification. No components were replaced. The device was scrapped.

Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.